Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons intermittently working. The customer¿s blood glucose was 137 mg/dl at the time of incident. No keypad anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self test and displacement test. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomaly was noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.